Event description:
Additional information received reported that the patient had several days of ventricular tachycardia with shocking. The patient's medications were changed and the patient was not experiencing any more shocking. The patient had not been seen since (B)(6) 2011. The patient sustained no injury and recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with a gastric electrical stimulator (ges) was just implanted with a left ventricular assist device (lvad) and is now having heart arrhythmias. Caller was wondering if there may be interference between the devices that is causing the problem. It was reported that the lvad was implanted fairly close to the ges. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type lead product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).